Event description:
The customer reported that vasoseal was deployed in the radiology lab after the right lower extremity angiography. Approx 3 hours post deployment the right foot went cold. Balloon angioplasty & urokinase infusion was performed. Angioplast procedures unsuccessful. The pt went to surgery for an embolectomy where a white substance was removed from the artery and was sent to pathology. The right leg thrombosis was resolved after the embolectomy. The physician who deployed the collagen did not use the proper push/wait/pull technique as described in the instructions for use. The physician was not trained by datascope personnel.